Manufacturer narrative:
The reported event was confirmed cause unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned photo sample noted one opened (without original packaging), used urine meter drainage bag. Visual inspection of the phot sample noted a kink in the outlet tubing at the near the urine meter. This does not meet specification which states that " bent tubes are not allowed". No additional information provided therefore it is unknown if the kink in the outlet tube causes the urinary tract infection issue. A potential root cause for this failure mode could be ¿incorrect assembly operation/components placement / accessories". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Sterilized using ethylene oxide sterile unless package is opened or damaged except for any individually packaged components within the tray which are not labeled as sterile. Indwelling urethral catheter use: -patient has acute urinary retention or bladder outlet obstruction -need for accurate urine output measurements in critically ill patients -use for selected surgical procedure -patient required prolonged immobilization -to improve comfort for end of life care¿ section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected.

Event description:
It was reported that there was kinking on the meter and the tubing connection. Also stated that they had urinary retention potentially causing the urinary tract infections on 2-3 recent patients at sco due to this kinking problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that there was kinking on the meter and the tubing connection. Also stated that they had urinary retention potentially causing the urinary tract infections on 2-3 recent patients at sco due to this kinking problem. It was unknown what medical intervention was provided for urinary tract infection.